Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. On an unreported date the patient was treated with cefepime tazobactum (1gm per day, for seven days, route not reported). On an unreported date the patient recovered from the peritonitis event. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and the outcome of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was not treated for the event. Action taken with dianeal therapy was not reported. No additional information is available.